Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, there was a leak in this patient's titan zero, so it was explanted and replaced. Additional info says that the leak was in the tubing near the pump. No other adverse patient effects were reported.